Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the air/water channel tested positive for micrococcus (1cfu/endoscope) and staphylococcus coagulase negative (1cfu/endoscope) but the testing result cleared french guideline. The testing indicated no microbial growth for other channels of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for several microorganisms. On (B)(6) 2017, the subject device tested positive for staphylococcus coagulase negative(21cfu/100ml). On (B)(6) 2017, the subject device tested positive for micrococcus sp. And staphylococcus coagulase negative (10cfu/100ml in total). On (B)(6) , 2017, the subject device tested positive for bacillus sp. And staphylococcus coagulase negative (126cfu/100ml) the subject device had been reprocessed using olympus automated endoscope reprocessor model etd-4(not available in the USA) with peracetic acid. There was no report of infection associated with this event.